Manufacturer narrative:
The customer reported the unit was not recognizing the pads cable. The unit was evaluated by a technician at philips on 10/20/09. The reported symptom was duplicated. Replacing the power pca resolved the reported issue.

Event description:
The customer reported, the unit was not recognizing the pads cable.